Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information. The rv lead has now been surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated this patient has repeatedly skipped their previous appointments and now presented due to heart failure symptoms. The system was checked and rv pace impedances were still out of range, there was high thresholds and loss of capture. In addition, it was noted this patient's system was previously programmed to monitor only. Since the bi-ventricular pacing stopped, there have been rv intrinsic amplitude alerts observed. At this time, the patient was evaluated further and it was determined the heart failure symptoms were due to the patient's atrial fibrillation. Reprogramming was performed to increase outputs. The patient is not dependent. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that further review noted there was oversensed noise on the rv channel back in (B)(6) 2017. No noise has been observed since then. The lead remains in service and the patient is being monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting a gradual rise in pace impedances. The impedances then became high and out of range and were greater than 2500 ohms. This rv lead remains in service and the patient is being monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the patient was seen and reprogramming was performed. The rv pace impedances were still found to be fluctuating. Pocket manipulation was performed to test rv impedances, but no out of range values were observed. The lead remains in service and the patient will be monitored. No adverse patient effects were reported.

Event description:
Additional information was received which indicated there was crosstalk oversensing occurring and loss of capture on the rv lead. When boston scientific technical services (ts) reviewed the episode, they noticed the rv pace impedances were still out of range at greater than 2500 ohms. At this time, the products remain in service. The patient was contacted to be brought in, but they are monitoring remotely instead as the patient is on hospice. No adverse patient effects were reported.